Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified arteriovenous graft (avg). A 6.00 mm x 2.0 cm x 50 cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres 15 seconds and a pinhole was noted. The balloon was completely removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient complications were reported.